Manufacturer narrative:
(B)(6). The eight minicaps were returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection verified that the sponge was outside of the minicap. A nonconformance has been opened to address this issue. The event was thought to be due to mishandling during distribution since the non conformance addressed the packaging. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were eight (8) units of minicaps where the sponge was found completely separated from the cap. There was no patient involvement. No additional information is available.